Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: h.w.r. A randomized controlled trial comparing femtosecond laser¿assisted cataract surgery versus conventional phacoemulsification surgery. Femtosecond laser-assisted cataract surgery vs cps. Issue 1 january 2019. Volume 45. Pages 11-20. (B)(4).

Event description:
During a review of a literature article comparing the clinical results of conventional phaco-emulsification surgery (cps) with femtosecond laser¿assisted cataract surgery. There were multiple reported adverse events mentioned in the literature article. These are the post-operative events that occurred with cps: one patient returned to operating room (or) for suspected vitreous in anterior chamber, three patients experienced cystoid macular edema (cme) and one patient experienced suprachoroidal hemorrhage. Additional information is not expected.

Manufacturer narrative:
The serial number (s/n) was not provided. And could not be determined, based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).